Manufacturer narrative:
Complaint conclusion: a 7x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) was delivered the lesion and inflated; however, it ruptured due to calcification. Therefore, it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion (cto). There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion with the guiding sheath. The device did not have to pass through a previously placed stent. The catheter was never in an acute bend. The balloon did not inflate normally. The balloon ruptured at its initial inflation. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17567309 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified cto lesion with prior tracking/crossing difficulty) most likely contributed to the reported event as calcified/resistant lesions may cause damage to a balloon, which was stated by the customer. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a non-cordis guiding catheter (6f destination, terumo) crossed the lesion and a saber (rx7mm4cm155) percutaneous transluminal angioplasty (pta) was delivered to the lesion. However, the balloon ruptured because of the calcification. Therefore, it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion. There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion with the guiding sheath. The device did not have to pass through a previously placed stent. The catheter was never in an acute bend. The balloon did not inflate normally. The balloon ruptured at its initial inflation. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review of lot 17567309 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, a non-cordis guiding catheter (6f destination, terumo) crossed the lesion and a saber ((B)(4)) percutaneous transluminal angioplasty (pta) was delivered to the lesion. However, the balloon ruptured because of the calcification. Therefore, it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown.